Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that device failed preventative maintenance for under infusion. There was no patient involvement. Although requested, no additional information was provided.

Manufacturer narrative:
The customer¿s reported complaint of an under infusion was not confirmed during a review of the logs or during testing. ¿ based on the device logs, the last infusion was noted on (B)(6) 2020 at 12:11 pm. The rate of infusion was programmed at 125ml/h with a vtbi of 50mls. The pump infused until 12:14 pm when the unit was channeled off. On the date of the reported event (B)(6) 2020), the unit was powered on attached at 8:54 am; however no additional infusions were programmed. ¿ asm rate accuracy test results showed the pump module passing successfully. Timed rate accuracy test method performed on the source device, consisting of approximately 1-hour rate accuracy test confirmed the pump module is within specification and operating as intended. ¿ to ensure accurate rate calibration, use only rate calibration sets. Rate accuracy calibration sets are valid for 60 calibrations and must be replaced after 60 uses. Use distilled water at room temperature of 41¿ f to 104 ¿f (5 ¿c to 40 ¿c). If the water temperature is not within this range, the readings may be inaccurate. The root cause of the customer¿s experience with an under infusion was not determined. Customer¿s returned source device was confirmed operating within specification based on the test results. Device history review: review of the source pump module s/n (B)(6) service history record showed the device had a manufacture date of 22mar2018. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6)2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that device failed preventative maintenance for under infusion. There was no patient involvement. Although requested, no additional information was provided.